Manufacturer narrative:
B1: updated with product problem. Device evaluation by manufacturer: the device was returned for analysis. Visual inspection of the wire returned inside the delivery sheath and the filter bag came back in deployed state. It was observed that the wire was exposed through the delivery sheath. The spring tip was bent and stretched. Functional inspection of sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. Media inspection of the attached picture and video, however, it does not show the problem and the reported device. Based on the evidence, the reported allegation of filterwire difficult/failure to capture/retrieve filter was confirmed, since the wire exposed found during the visual test could have contributed to the reported issues.

Event description:
It was reported that the filter could not be recovered. The target lesion was located in the right internal carotid artery with strong segment left subclavian artery. A 190 cm filterwire ez embolic protection system was selected for use. During the procedure, the filter could not be recovered after many attempts. It was then replaced with another of the same device to complete the procedure. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that the filter could not be recovered. The target lesion was located in the right internal carotid artery with strong segment left subclavian artery. A 190 cm filterwire ez embolic protection system was selected for use. During the procedure, the filter could not be recovered after many attempts. It was then replaced with another of the same device to complete the procedure. No complications were reported, and the patient condition following procedure was stable.